Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than usual. The device was used on the rectum and colon. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.